Event description:
It was reported that revision surgery was performed due to suspicion of a soft tissue reaction, or possibly infection. The associated femoral stem and acetabular cup have been left implanted, only the acetabular liner and femoral head were removed. Devices had been implanted for approximately 18 months.